Event description:
The surgeon reported that on (1) of his patients underwent a diep flap procedure on (B) (6)-2009. Products used were quill srs #2 pdo and 2-o monoderm. Since the initial procedure, the patient has had to undergo five (5) debridement procedures to remove necrotic tissue at the abdominal incision site. The surgeon also states that the patient experienced wound dehiscence and infection as well as the necrosis. The surgeon removed broken fragments of suture material that had not absorbed. The patient was administered antibiotics (cephalexin) to be taken for eight (8) days. Note- overtightening of the suture at the abdominal donor site may have contributed to the necrosis.

Manufacturer narrative:
In addition to the reported pdo material, one (1) other quill srs product was also reported. The other reported product material was reported as 2-0 monoderm material. Information is as follows: monoderm material - model/catalog #: ya-1022qms, lot #: m513620, expiration date: 10/31/2010, device manufacture date: 10/2008, 510 (k) #: k072028. The returned sample was received and is currently undergoing re-sterilization. Upon return from the sterilizer, the sample will be evaluated and a follow-up report will be completed. The device used in this procedure was returned and is currently undergoing a re-sterilization process. Upon return from the sterilizer, the sample will be evaluated and a follow-up report will be completed. Results/conclusion: the results of the sample evaluation will be included in the follow-up report. Furthermore, as described, overtightening of the suture at the abdominal donor site may have contributed to the necrosis. Relevant portions of the device history records were reviewed. No pertinent findings were noted. (B) (4).